Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that she "felt" her blood glucose levels were in target range at the time of the call; however, the customer was unable to check. It was confirmed that the customer had an alternate method of insulin delivery available.